Event description:
After post-dilation with the aviator +, the physician experienced difficulty withdrawing the aviator + back into the guiding catheter. It became stuck with the guidewire of the angioguard xp. The target lesion was located in the left internal carotid artery. The lesion was described as 60% stenosed with mild calcification. The reference vessel was mildly tortuous. The physician applied slight tension and pulled on the device to subsequently retrieve it into the catheter. The precise stent was successfully implanted without patient injury. The device was stored per the instructions for use. There was no damage noted with the packaging prior to use.

Manufacturer narrative:
The product is not available for evaluation.additional information will be submitted within 30 days of receipt.concomitant devices include 5mm angioguard xp.

Manufacturer narrative:
The evaluation codes have been included. Information received from an affiliate indicated that after post-dilation with the aviator +, the physician experienced difficulty withdrawing the aviator + back into the guiding catheter. It became stuck with the guidewire of the angioguard xp. The target lesion was located in the left internal carotid artery. The lesion was described as 60% stenosed with mild calcification. The reference vessel was mildly tortuous. The physician applied slight tension and pulled on the device to subsequently retrieve it into the catheter. The precise stent was successfully implanted without patient injury. The device was stored per the instructions for use. There was no damage noted with the packaging prior to use. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product, the reported customer complaint of withdrawal difficulty and resistance friction could not be confirmed. There are procedural factors that can contribute to the difficulties such as insufficient flushing of the devices or kinks on or in the devices. With the limited information provided it is not possible to draw a conclusion between the event and the device. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed.